Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted for gastrointestinal bleeding on (B)(6) 2020 to (B)(6) 2020. A nuclear medicine (nm) bleeding scan showed active gastrointestinal hemorrhage likely within the distal transverse colon near the splenic flexure. There was a mild hyperemia in this region raising the possibility of underlying neoplasm versus hyperemia due to an underlying inflammatory process. A colonoscopy on (B)(6) 2020 showed the colon was fair. The examined portion of the ileum was normal. Diverticulosis in the sigmoid colon and in the descending colon. There was internal hemorrhoids. No specimens collected. Recommendation included that if active bleeding to consider nuclear scan and angiographic embolization since it was suspected for a diverticular bleed vs small bowel bleed. On (B)(6) 2020 double-balloon enteroscopy (dbe) showed the esophagus was normal and the stomach was normal. There was no evidence of significant pathology in the entire examined duodenum. There was no evidence of significant pathology in the proximal jejunum and in the mid-jejunum. There was no evidence of recent bleeding. Device operated as intended. Patient was stable. The treatment included the international normalized ratio (inr) goal of 1.5-2.0